Event description:
The customer reported the system displayed a constant motion error message and the c-arm failed to more, indicating the motor was broken. This is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The orbital motor assembly was replaced. The system was then found to be operating as intended.